Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/31/2020. Corrected h6 device code: 1562. Additional information was requested and the following was obtained: did the suture pull off the needle?¿¿yes. Did the needle break?¿¿no. Did the suture pull off the needle and did the needle break on the same device?¿¿the suture pull off the needle,the needle didn¿t break on the same device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse consequences as a result of the needle breakage? No patient consequences was the procedure completed successfully? Yes, it was. Lot unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture pull off the needle? Did the needle break? Did the suture pull off the needle and did the needle break on the same device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for a gall bladder cyst and suture was used. During the procedure, the problem of pulling off suture needle happened when sewing the blood vessel. The broken needle was found by c-arm. Changed another one to complete the surgery. The procedure was completed successfully. There were no adverse patient consequences. Additional information has been requested.